Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.680" x 0.085" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint regarding after use, it was indicated that reducing pressure on the knife head can prevent fracture was confirmed by failure analysis. The probable root cause is attributed to use conditions.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument generated a message to reduce the pressure on the knife head to prevent fracture. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.